Event description:
It was reported that the user detected an insulin odor and observed leakage near the cartridge while using the pump; the user reported self-filling cartridges, occasional overfilling, and occasional cartridge re-use, and confirmed proper adapter connection inside the pump. Symptoms included no reported adverse clinical effects. Outcomes included no emergency treatment, and no hospitalization. Customer care provided support that included customer education and troubleshooting focused on proper cartridge handling, fill volume, and single-use practices. Investigation of this case revealed that user technique, including overfilling and re-use of cartridges, is consistent with leakage at the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user handling error related to cartridge preparation and use.